Event description:
A falsely elevated sodium result was obtained on a patient sample. The result was not reported to the physician. The sample was re-run and a lower result within the normal range was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was improper grounding of the imt module. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed proper instrument maintenance procedures to correct the improper grounding of the imt module. The instrument is performing within specifications. No further evaluation of the device is required.